Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device: omentum, peritoneal cavity/ perforation (other) please describe and state the location of the perforation: coil divided with black material in omentum/ removal of migrated coil from stomach"), pelvic pain ("pelvic pain /pain"), genital haemorrhage ("abnormal bleeding(general)") and autoimmune disorder ("autoimmune disorder") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria, constipation, vomiting, diarrhea, blood in stool, adenomyosis, ovarian cyst and vaginal pain. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles /dysmenorrhea(cramping)"). In 2010, the patient experienced allergy to metals ("nickel allergy"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced back pain ("lower back pain /back pain"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation") and abdominal pain upper ("stomach spasms /gastrointestinal or digestive system condition type: epigastric abdominal pain"). In 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant) and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, 6 years 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding(vaginal)"), abdominal pain lower ("right lower quadrant abdominal pain/ cramping"), rash ("skin rashes"), menorrhagia ("abnormal bleeding(menorrhagia)") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic removal of foreign body (essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, genital haemorrhage, autoimmune disorder, dyspareunia, abdominal pain, vaginal haemorrhage, vaginal discharge, rash, menorrhagia, allergy to metals, fatigue, abdominal distension, constipation and nausea outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, bladder disorder, abdominal pain upper and urinary tract disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, autoimmune disorder, back pain, bladder disorder, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that one of her coils migrated and the second one was able to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dyspareunia, dysmenorrhea, pelvic pain, vaginal bleeding, vaginal discharge, back pain, abdominal distention, nausea, abdominal pain lower, device dislocation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of product technical problem update. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device:omentum, peritoneal cavity/ perforation (other) please describe and state the location of the perforation: coil divided with black material in omentum/ removal of migrated coil from stomach"), pelvic pain ("pelvic pain /pain"), genital haemorrhage ("abnormal bleeding(general)") and autoimmune disorder ("autoimmune disorder") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria, constipation, vomiting, diarrhea, blood in stool, adenomyosis, ovarian cyst and vaginal pain. On(B)(6)2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In august 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles /dysmenorrhea(cramping)"). In 2010, the patient experienced allergy to metals ("nickel allergy"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In may 2015, the patient experienced back pain ("lower back pain /back pain"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation") and abdominal pain upper ("stomach spasms /gastrointestinal or digestive system condition type :epigastric abdominal pain"). In 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant) and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6)2015, 6 years 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In november 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding(vaginal)"), abdominal pain lower ("right lower quadrant abdominal pain/ cramping"), rash ("skin rashes"), menorrhagia ("abnormal bleeding(menorrhagia)") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic removal of foreign body (essure coil)). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, device dislocation, genital haemorrhage, autoimmune disorder, dyspareunia, abdominal pain, vaginal haemorrhage, vaginal discharge, rash, menorrhagia, allergy to metals, fatigue, abdominal distension, constipation and nausea outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, bladder disorder, abdominal pain upper and urinary tract disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, autoimmune disorder, back pain, bladder disorder, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that one of her coils migrated and the second one was able to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dyspareunia, dysmenorrhea, pelvic pain, vaginal bleeding, vaginal discharge, back pain, abdominal distention, nausea, abdominal pain lower, device dislocation." Most recent follow-up information incorporated above includes: on (B)(6)2018: from pfs events " nausea" are added. Concomitant condition are added. Reporter information are added. On (B)(6)2018: following routine quality monitoring the event "migration of essure device location of device:omentum, peritoneal cavity/ perforation (other) please describe and state the location of the perforation: coil divided with black material in omentum" was recoded to "device dislocation". Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perfoation(other)-please describe location of perforation: coil divdided with black material in omentum/migration of essure device location of device:omentum, peritoneal cavity/ perforation (other) please describe and state the location of the perfor"), pelvic pain ("pelvic pain /pain"), genital haemorrhage ("abnormal bleeding(general)") and autoimmune disorder ("autoimmune disorder") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria, constipation, vomiting, diarrhea, blood in stool, adenomyosis, ovarian cyst, vaginal pain and hypertension. Concomitant products included clonidine and lisinopril. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles /dysmenorrhea(cramping)"). In 2010, the patient experienced allergy to metals ("nickel allergy"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced back pain ("lower back pain /back pain"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation") and abdominal pain upper ("stomach spasms /gastrointestinal or digestive system condition type :epigastric abdominal pain"). In 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant) and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, 6 years 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding(vaginal)"), abdominal pain lower ("right lower quadrant abdominal pain/ cramping"), rash ("skin rashes"), menorrhagia ("abnormal bleeding(menorrhagia)") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic removal of foreign body (essure coil)), surgery (hysterectomy with bilateral salpingectomy - laparoscopic removal of foreign body (essure coil)) and surgery (hysterectomy with bilateral salpingectomy - laparoscopic removal of foreign body (essure coil)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, autoimmune disorder, dyspareunia, abdominal pain, vaginal haemorrhage, vaginal discharge, rash, menorrhagia, allergy to metals, fatigue, abdominal distension, constipation and nausea outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, bladder disorder, abdominal pain upper and urinary tract disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, autoimmune disorder, back pain, bladder disorder, constipation, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that one of her coils migrated and the second one was able to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dyspareunia, dysmenorrhea, pelvic pain, vaginal bleeding, vaginal discharge, back pain, abdominal distention, nausea, abdominal pain lower, device dislocation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: plaintiff fact sheet received. Previously reported event "device dislocation" was updated to "uterine perforation". Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation(other)-please describe location of perforation: coil divided with black material in omentum/migration of essure device location of device:omentum, peritoneal cavity/ perforation (other) please describe and state the location of the perfor"), pelvic pain ("pelvic pain /pain"), genital haemorrhage ("abnormal bleeding(general)") and autoimmune disorder ("autoimmune disorder") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria, constipation, vomiting, diarrhea, blood in stool, adenomyosis, ovarian cyst, vaginal pain and hypertension. Concomitant products included clonidine and lisinopril. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles /dysmenorrhea(cramping)"). In 2010, the patient experienced allergy to metals ("nickel allergy"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced back pain ("lower back pain /back pain"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation") and abdominal pain upper ("stomach spasms /gastrointestinal or digestive system condition type :epigastric abdominal pain"). In 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant) and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding(vaginal)"), abdominal pain lower ("right lower quadrant abdominal pain/ cramping"), rash ("skin rashes"), menorrhagia ("abnormal bleeding(menorrhagia)") and nausea ("nausea") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic removal of foreign body (essure coil)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, autoimmune disorder, dyspareunia, abdominal pain, vaginal haemorrhage, vaginal discharge, rash, menorrhagia, allergy to metals, fatigue, abdominal distension, constipation, nausea and vitamin d decreased outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, bladder disorder, abdominal pain upper and urinary tract disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, autoimmune disorder, back pain, bladder disorder, constipation, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vitamin d decreased to be related to essure. The reporter commented: it was reported that one of her coils migrated and the second one was able to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dyspareunia, dysmenorrhea, pelvic pain, vaginal bleeding, vaginal discharge, back pain, abdominal distention, nausea, abdominal pain lower, device dislocation." Concerning the injuries reported in this case, the following one/ones reported via social media : vitamin d decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media received- new event low vitamin d issue were added. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation(other)-please describe location of perforation: coil divided with black material in omentum/migration of essure device location of device:omentum, peritoneal cavity/ perforation (other) please describe and state the location of the perform'), device dislocation ('migrated in to my abdomen') and pelvic pain ('pelvic pain /pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria, constipation, vomiting, diarrhea, blood in stool, adenomyosis, ovarian cyst, vaginal pain and hypertension. Concomitant products included clonidine and lisinopril. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles /dysmenorrhea(cramping)"). In 2010, the patient experienced allergy to metals ("nickel allergy"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced back pain ("lower back pain /back pain"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation") and abdominal pain upper ("stomach spasms /gastrointestinal or digestive system condition type :epigastric abdominal pain"). In 2015, the patient experienced autoimmune disorder ("autoimmune disorder") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding(vaginal)"), abdominal pain lower ("right lower quadrant abdominal pain/ cramping"), rash ("skin rashes"), menorrhagia ("abnormal bleeding(menorrhagia)"), nausea ("nausea"), adenomyosis ("adenomyosis"), adnexa uteri cyst ("paratubal cyst"), uterine enlargement ("enlarged uterus"), arthralgia ("hip pain") and vitamin d deficiency ("vitamin d deficiency") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic removal of foreign body (essure coil) and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, dyspareunia, abdominal pain, vaginal haemorrhage, vaginal discharge, rash, menorrhagia, allergy to metals, fatigue, abdominal distension, constipation, nausea, vitamin d decreased, adenomyosis, adnexa uteri cyst, uterine enlargement and vitamin d deficiency outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, bladder disorder, abdominal pain upper, urinary tract disorder and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, adnexa uteri cyst, allergy to metals, arthralgia, autoimmune disorder, back pain, bladder disorder, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage, vitamin d decreased and vitamin d deficiency to be related to essure. The reporter commented: it was reported that one of her coils migrated and the second one was able to be removed. Patient reported her back pain lasted until about 8 weeks after hysterectomy, but it was better right after the removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dyspareunia, dysmenorrhea, pelvic pain, vaginal bleeding, vaginal discharge, back pain, abdominal distention, nausea, abdominal pain lower, device dislocation." Concerning the injuries reported in this case, the following one/ones reported via social media : vitamin d decreased. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter was added, on 23-mar-2020: content from social media received: new reporter and new reporter causality comment and new events (hip pain; vitamin d deficiency) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation(other)-please describe location of perforation: coil divided with black material in omentum/migration of essure device location of device:omentum, peritoneal cavity/ perforation (other) please describe and state the location of the perform'), device dislocation ('migrated in to my abdomen') and pelvic pain ('pelvic pain /pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria, constipation, vomiting, diarrhea, blood in stool, adenomyosis, ovarian cyst, vaginal pain and hypertension. Concomitant products included clonidine and lisinopril. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles /dysmenorrhea(cramping)"). In 2010, the patient experienced allergy to metals ("nickel allergy"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced back pain ("lower back pain /back pain"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation") and abdominal pain upper ("stomach spasms /gastrointestinal or digestive system condition type :epigastric abdominal pain"). In 2015, the patient experienced autoimmune disorder ("autoimmune disorder") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding(vaginal)"), abdominal pain lower ("right lower quadrant abdominal pain/ cramping"), rash ("skin rashes"), menorrhagia ("abnormal bleeding(menorrhagia)"), nausea ("nausea"), adenomyosis ("adenomyosis"), adnexa uteri cyst ("paratubal cyst"), uterine enlargement ("enlarged uterus") and arthralgia ("hip pain") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic removal of foreign body (essure coil) and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, dyspareunia, abdominal pain, vaginal haemorrhage, vaginal discharge, rash, menorrhagia, allergy to metals, fatigue, abdominal distension, constipation, nausea, vitamin d decreased, adenomyosis, adnexa uteri cyst and uterine enlargement outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, bladder disorder, abdominal pain upper, urinary tract disorder and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, adnexa uteri cyst, allergy to metals, arthralgia, autoimmune disorder, back pain, bladder disorder, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage and vitamin d decreased to be related to essure. The reporter commented: it was reported that one of her coils migrated and the second one was able to be removed. Patient reported her back pain lasted until about 8 weeks after hysterectomy, but it was better right after the removal procedure. Discrepancy noted in date of removal: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dyspareunia, dysmenorrhea, pelvic pain, vaginal bleeding, vaginal discharge, back pain, abdominal distention, nausea, abdominal pain lower, device dislocation." Concerning the injuries reported in this case, the following one/ones reported via social media : vitamin d decreased . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-oct-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), perforation ("migration of essure device location of device:omentum, peritoneal cavity/ perforation (other) please describe and state the location of the perforation: coil divided with black material in omentum"), pelvic pain ("pelvic pain /pain"), genital haemorrhage ("abnormal bleeding(general)") and autoimmune disorder ("autoimmune disorder") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles /dysmenorrhea(cramping)"). In 2010, the patient experienced allergy to metals ("nickel allergy"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced back pain ("lower back pain /back pain"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation") and abdominal pain upper ("stomach spasms /gastrointestinal or digestive system condition type :epigastric abdominal pain"). In 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant) and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, 6 years 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding(vaginal)"), abdominal pain lower ("right lower quadrant abdominal pain/ cramping"), rash ("skin rashes") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic removal of foreign body (essure coil)), surgery (laparoscopic removal of foreign body (essure coil) in abdominal cavity) and surgery (patient underwent a hysterectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, perforation, genital haemorrhage, autoimmune disorder, dyspareunia, abdominal pain, vaginal haemorrhage, vaginal discharge, rash, menorrhagia, allergy to metals, fatigue, abdominal distension and constipation outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, bladder disorder, abdominal pain upper and urinary tract disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, autoimmune disorder, back pain, bladder disorder, constipation, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, perforation, rash, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that one of her coils migrated and the second one was able to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received. Reporter information updated. Patient demographics was added. Suspect drug indication added. Events added per pfs: abnormal bleeding(menorrhagia), device breakage, nickel allergy, fatigue , bloating, constipation, vaginal discharge, bladder or urinary problems or changes, abnormal bleeding(general), autoimmune disorder, right lower quadrant abdominal pain and migration of essure device location of device: omentum/ perforation: coil divided with black material in omentum. On (B)(6) 2015, she explanted essure (previously reported as (B)(6) 2016). Events, onset dates and outcome was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perfoation(other)-please describe location of perforation: coil divdided with black material in omentum/migration of essure device location of device:omentum, peritoneal cavity/ perforation (other) please describe and state the location of the perfor'), device dislocation ('migrated in to my abdomen') and pelvic pain ('pelvic pain /pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria, constipation, vomiting, diarrhea, blood in stool, adenomyosis, ovarian cyst, vaginal pain and hypertension. Concomitant products included clonidine and lisinopril. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles /dysmenorrhea(cramping)"). In 2010, the patient experienced allergy to metals ("nickel allergy"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced back pain ("lower back pain /back pain"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation") and abdominal pain upper ("stomach spasms /gastrointestinal or digestive system condition type :epigastric abdominal pain"). In 2015, the patient experienced autoimmune disorder ("autoimmune disorder") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding(vaginal)"), abdominal pain lower ("right lower quadrant abdominal pain/ cramping"), rash ("skin rashes"), menorrhagia ("abnormal bleeding(menorrhagia)"), nausea ("nausea"), adenomyosis ("adenomyosis"), adnexa uteri cyst ("paratubal cyst"), uterine enlargement ("enlarged uterus"), arthralgia ("hip pain") and vitamin d deficiency ("vitamin d deficiency") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic removal of foreign body (essure coil) and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, dyspareunia, abdominal pain, vaginal haemorrhage, vaginal discharge, rash, menorrhagia, allergy to metals, fatigue, abdominal distension, constipation, nausea, vitamin d decreased, adenomyosis, adnexa uteri cyst, uterine enlargement and vitamin d deficiency outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, bladder disorder, abdominal pain upper, urinary tract disorder and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, adnexa uteri cyst, allergy to metals, arthralgia, autoimmune disorder, back pain, bladder disorder, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage, vitamin d decreased and vitamin d deficiency to be related to essure. The reporter commented: it was reported that one of her coils migrated and the second one was able to be removed. Patient reported her back pain lasted until about 8 weeks after hysterectomy, but it was better right after the removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dyspareunia, dysmenorrhea, pelvic pain, vaginal bleeding, vaginal discharge, back pain, abdominal distention, nausea, abdominal pain lower, device dislocation." Concerning the injuries reported in this case, the following one/ones reported via social media : vitamin d decreased quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter was added, on 23-mar-2020: content from social media received: new reporter and new reporter causality comment and new events (hip pain; vitamin d deficiency) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain upper ("stomach spasms"), back pain ("lower back pain") and rash ("skin rashes"). The patient was treated with surgery (patient underwent a hysterectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, abdominal pain upper, back pain and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.